Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial#: unknown, implanted: partially, explanted: (B)(6) 2021, product type: catheter. Other relevant device(s) are: product ID: 8711, serial/lot #: unknown, ubd: unknown, UDI#: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was initially received from a foreign consumer via a manufacturer's representative on (B)(6) 2021 regarding a patient who was receiving morphine and marcaine via an implantable infusion pump. The patient's medical history included chronic pain. It was reported the patient had a 20 ml pump implanted that reached elective replacement indicator (eri) which was replaced by a 40 ml pump on (B)(6) 2021. The patient was extremely unhappy and in emotional distress as they now had discomfort and could not hug their spouse. The event date was reported to be (B)(6) 2021. The patient also experienced pain. The patient reported the pump stuck out a lot more than before and did not look good. No interventions had been taken yet. The patient was asked to wait a couple of weeks to see if the swelling and discomfort subsided. The issue was not resolved. The patient status was alive - with injury. Details of the injury indicated the patient complained the size of the new pump was uncomfortable in their daily movements, they had pain when they hugged their spouse, and they felt a strange sensation down their leg. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was noted that the wrong stock was brought to the theater due to stock shortages. Additional information was received from a foreign healthcare provider via a company representative on 2021-aug-17. The patient¿s age was (B)(6) years and 6 months. The pump administered marcaine with concentration 4 mg/ml at a dose rate of 0,220 and morphine with concentration 3 mg/ml at a dose rate of 0.1705 mg/day. When they went in to replace 40 ml pump with 20ml pump and as the physician opened the pocket, he noticed a lot of fluid in the pocket cavity. Upon further inspection he saw that the catheter connecter port had been severed. It was further reported that when he cut the suture and disconnected the pump from connecter, he saw that the connector had perished. Regarding environmental/external/patient factors that may have led or contributed to the issue, it was indicated that the catheter was implanted approximately 14 years ago so the physician felt it was wear and tear. The serial number/lot number and date of implant regarding the catheter was unknown (day, month, and year unknown). The catheter was replaced with new and csf back flow was observed throughout to make sure of patency. The pump and catheter replacement procedure was performed on (B)(6) 2021. The physician removed the full pump segment of catheter; however, decided that he did not want to remove the spinal segment, so they tied this off with sutures to avoid cerebrospinal fluid (csf) leakage. The healthcare provider had discarded the portion of partially explanted catheter and refused return of the pump to the manufacturer. The issue was resolved as of (B)(6) 2021. The patient was without injury regarding their status as of (B)(6) 2021 the patient¿s weight at the time of the event was unknown or would not be made available.